Event description:
During a caudal procedure, the spinal cord access introducer was placed. While removing the introducer, it began to stretch & shear leaving approx a 2 cm. Piece of the introducer retained in the pt.